Manufacturer narrative:
E1-initial reporter establishment name: (B)(6) the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the adhesive area of the curved rubber is chipped based on the results of the investigation, a probable root cause could not be identified for the reported issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the image on the flex deflectable videoscope became a sandstorm. There were no reports of patient harm.